Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold and out-of-range shock impedance of 130 ohms. The increase had been gradual and fibrosis/calcification of the lead was suspected. The lead was explanted and replaced. The lead is not expected to be returned to boston scientific for analysis, it was retained at the facility. No additional adverse patient effects were reported.